Event description:
The consumer reported using the prod for three hrs on his lower back. When the patch was removed, the consumer claimed to have rec'd a self-described second degree burn with blistering, skin removal and scarring. The consumer did not seek medical attention at the time of the incident and self treated the area.

Manufacturer narrative:
The consumer most likely used the prod off-label by putting pressure on the patch for an extended period of time (the consumer wore the prod on his lower back for three hrs while driving). Since this is a disposable single-use device, the patch is unavailable for eval and analysis. The lot # was not provided from the rptr to conduct trend analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the prod resulted in serious adverse health consequences. Instead, our investigation determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance prod safety and pharmacovigilance.